Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, during follow-up with the patient¿s spouse, it was reported the patient is utilizing the same liberty select cycler as before the events. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. No additional information was provided at intake. Follow-up with the patient¿s spouse revealed they are the patient¿s caregiver, and the person who performs the patient¿s pd treatments. The patient¿s spouse stated the antibiotic (drug unknown) to treat the patient¿s peritonitis is still being added to the dialysate, but the patient is feeling ¿much better.¿ the patient¿s spouse stated the abdominal pain was severe before the antibiotic was started. The patient was not hospitalized for the events and is continuing to undergo ccpd therapy without further issue. The patient is reportedly recovering and continues to utilize the same liberty select cycler as before the events. No further information was provided by the patient¿s spouse. Additional information was requested from the patient¿s clinic, however, a response was not received.